Manufacturer narrative:
Reported event: an event regarding infection involving adm liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant.   Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: no other similar events were reported for the lot or sterile lot. Conclusion: all stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Additional information: including pathology reports, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Catalog numbers and lot codes of other devices listed in this report: 626-00-42e/modular dual mobility insert/82121003. 702-04-54e/tridentii tritanium cluster54e/80564001a. 7030-6525/6.5mm low profile hex screw 25mm 2aea. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's left hip was revised due to infection. A shell, screw, mdm metal liner and adm/ mdm poly insert were revised to another shell, 2 screws, mdm metal liner and adm/ mdm poly insert (femoral components are competitor devices). Rep provided primary and revision usage sheets and confirmed that no further information will be released by the hospital or surgeon.